Event description:
The customer reported that yellow alarms (ex: spo2) will annunciate at the bedside monitor with audible/visual for a short period of time, then silence without external manipulation.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to troubleshoot the issue. The fse witnessed the issue twice, but both incidents were prior to the fse notifying the staff not to silence alarms at the central station. The staff stated that they did not acknowledge the alarms, but when the alarms were generated again after the fse told them not to silence them at the central station, the problem could not be reproduced. The fse made a configuration change so that the alarms could no longer be silenced at the central station, allowing the staff to only silence the alarms at the bedside, per the customer's request. We will not consider this a product malfunction but a user interface issue. The alarms were performing to specifications. No further investigation or action is warranted. (B) (4).